Manufacturer narrative:
Follow-up #1: date of submission 12/23/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: there were multiple call service 064 motor errors observed in the pump's black box on (B)(4) 2014. The errors occurred during the "load" sequence of the prime steps. During investigation, an unclearable call service 064 motor error alarm was received on each "load" step attempt. There was no evidence of moisture inside the pump. The motor drive assembly was found to be frozen due to an unidentified failure.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the motor would stop the rewind step before completing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.